Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulation was not working and not charging. She also mentioned that she is experiencing pain at the implant site. The patient declined to be connected to patient services. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the recharger was not working. The patient was unable to charge the ins. The caller saw a poor communication screen and the last recharge was in february. The patient had the recharger with her, but it was not charged. The patient said she was in pain surrounding the ins and the ins is bulging out of her skin. The patient said that a manufacturer representative (rep) told her he thinks the ins may have flipped which is why she is in pain. No further complications were reported.